Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 16atms on the third inflation. The lesion being treated was located in the severely tortuous, severely calcified and 90% stenotic distal left circumflex artery (lcx). The balloon was inflated to 12atms on the first and second inflations. The device was removed from the pt intact. The procedure was successfully completed with a different balloon. Pt status is listed as "good".